Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Rep states the navigated impactor was broken during impaction using orthomap modular hip software. The navigation tracker adapter on the impactor broke causing the tracker to fall off the impactor.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Rep states the navigated impactor was broken during impaction using orthomap modular hip software. The navigation tracker adapter on the impactor broke causing the tracker to fall off the impactor.